Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the patient was having issues charging and their ins had been dead for 2 days. A rm04 system error was reported. It was reported that there were coupling concerns and the patient saw rm04 consistently coming up. This error was occurring more frequently. It was reported that the controller was 100% charged. While recharging it was reported that they were seeing it going from excellent to good then bouncing back. Manufacturer representative reported the ins felt a little tilted and the patient reported they thought the ins moves a bit. No fall or trauma had reportedly occurred. A new recharger was sent to the patient to see if it would take care of the coupling issues as well. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they did not know "if they had the recharger as it was due to arrive the following day." It was reported that when the rep met with the patient they were able to successfully recharge and reprogram the patient with no issues. The implant was reportedly positioned fine within the pocket. No further complications reported/anticipated.